Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) due to fusion event was sensed by the device.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the pptwos was suspected to be due to fusion. The device was reprogrammed to resolve the event. The patient was in stable condition.